Event description:
The customer reported to olympus that the hd autoclavable camera head had color issues. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no image displayed. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to no image displayed due to faulty cable, additional findings were as follows: due to poor watertightness of cable unit, water tightness was lost; painting on cover unit was peeled off; button was worn out; cover unit was loosened; coupler mount was worn out; and due to poor contact of camera unit, the switches could not be pressed down smoothly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to communication failure due to cable failure. Olympus will continue to monitor field performance for this device.